Event description:
4 electrodes (9-12) were migrated since implantation. During the revision surgery, the surgeon decided to go ahead with a new device.

Event description:
4 electrodes (9-12) were migrated since implantation. During the revision surgery, the surgeon decided to go ahead with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional Information: According to the information received, the active electrode array migrated out of cochlea and several channels were found to be in HI. A new implant has been chosen during revision surgery. The concerned device has not yet been received for investigation.